Event description:
While using the shower chair the right front castor housing and wheel disconnected fully. Chair was in care position at height. Chair has not fallen, no injury reported.

Manufacturer narrative:
This report is being filed under exemption (B)(4) by (B)(4) on behalf of the MFR (B)(4). The eval of the device to date has been carried out by a rep of the MFR's sales and service unit subsidiary division, not a direct employee of the MFR. Add'l info will be provided following the conclusion of the MFR's investigation.